Manufacturer narrative:
Upon receipt at our (B)(4) initial analysis noted that the device did not pass the stored electrogram (egm) portion of the returned product testing. Visual inspection revealed a large dent on the bottom of the device case. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Due to the damage, further detailed analysis was unable to be completed.

Event description:
Boston scientific received information that this device was explanted for an unknown reason. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our (B)(4) laboratory. Initial testing noted a possible performance issue.